Event description:
Device 1 of 2. Reference MFR report#1627487-2016-00788. Follow-up identified surgical intervention was undertaken during which time the entire system was explanted and replaced. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00788. The patient reports experiencing an autoreduction of programs approximately 2 weeks ago when attempting to increase stimulation to the desired level. The sjm representative met with the patient for reprogramming to no avail. Diagnostic testing revealed high impedance values. Subsequently, the patient states suffering a fall since the last session and is currently without stimulation. As a result, x-ray images were ordered by the physician to further evaluate the unit. Subsequently, the patient met with the physician and discussed surgical intervention as the next course of action.